Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed motor error alarm. Customer's blood glucose was 419 mg/dl. Customer mentioned the device alarmed motor position encoder error alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the rewind, basic occlusion, prime and displacement tests. However, the pump was received stuck in a motor error alarm loop during the bolus/basal delivery and a motor position encoder error alarm was confirmed in the history file. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and it passed. Unable to perform the unexpected restart error test, occlusion or excessive no delivery alarm test due to the motor error alarms. The drive support cap was found slightly loose/tilted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads, a cracked display window and a scratched reservoir tube window.